Event description:
It was reported that the rv lead was replaced due to clavicular crush. Capture had increased and the impedance was greater than 2000 ohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.